Event description:
The user received a discrepant ferritin result for one patient serum sample drawn in a 3.0 ml 13 x 75 mm clot tube then poured into a false bottom plastic tube. The initial result was 0.617 ng/ml which was reported. The sample was pulled on (B)(6) 2010 and retested on the cobas e411 analyzer serial number (B)(4) for validation purposes and recovered 316.8 ng/ml. The sample was then run again on the elecsys 2010 which generated a value of 287.7 ng/ml. A corrected report was issued to the patient care provider. The patient was not treated and the patient's treatment was not altered due to the erroneous result reported. The ferritin reagent lot number was 15603401. The field service representative could not find a cause and could not duplicate the issue. He verified the analyzer operation by performing a calibration and running controls which were acceptable.